Manufacturer narrative:
Results: two sealed samples were returned for evaluation. A in depth visual inspection revealed that there was no damage to the returned units. A leakage test was performed to detect leakage through the device membrane and no leakage was observed on either device. Additional leakage tests were performed on reserve samples from the same lot number to test the connection quality of the device and no leaks were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 1411004. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples, retention samples, and review of the device history record revealed no irregularities.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A representative sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: november 2014.

Event description:
It was reported that while using a bd infusion adaptor c100 ith bult-in phaseal connector, chemotherapy medication leaked and a patient had exposure to his/her skin. A nurse was needed to perform chemotherapy spill clean up, but there was no medical or surgical intervention provided to the patient because of the incident.